Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: how was the broken needle retrieved from the patient? No further information is available. Please provide lot number: no further information is available. Patient¿s current status? No further information is available. Please provide procedure name: no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on a child on (B)(6) 2020; and a suture was used. During the procedure, the needle broke and was retrieved. There were no adverse patient consequences reported. Additional information was requested.